Manufacturer narrative:
Weight, ethnicity, race: unk. Device evaluation: the lens was returned dry wrapped in a peel pouch. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -16.0/+3.5/088 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. Reportedly the lens flipped after implant. During explant the lens was damaged. A backup lens was implanted. It is unknown if the lens was removed and/or replaced intraoperatively.